Event description:
It was reported to philips the device air pressure was unstable. There was no patient involvement or harm. This event was reported to have occurred during set up. There was no delay to therapy. The hospital me called the philips sales representative to report that a circuit was attached to the unit, but the end of the circuit was in an open status. The air pressure did not rise even if the unit was turned on and leak compensation was not applied. Another unit was prepped for set up. The sales representative visited the site and checked the device. There were no alarms or diagnostic codes displayed, but the air pressure was confirmed to be unstable. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number: (B)(6).

Manufacturer narrative:
The service technician performed a test run but the reported issue was not duplicated. The repair was canceled, and the unit will be returned as per the customer's request.